Event description:
New information received noted that the patient continued to suffer an infection. The device was explanted. The patient was in stable condition.

Manufacturer narrative:
D7 - explant date was unable to be obtained. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was concern of pocket erosion. The device was repositioned. Upon repositioning, it was noted that the pocket was infected. The patient was in stable condition before, during, and after the procedure.